Event description:
Blue monofilament suture shredded during use on a surgical patient. Staff obtained more sutures. Two different sutures were used with the same lot number and both shredded. The surgeon obtained suture from a different lot number than the ones previously used and was able to use it without difficulty. No patient harm.what was the original intended procedure?suture used during surgical procedure.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.